Manufacturer narrative:
Clarification: suspect product: lot number. Type of investigation code: b15, b17, b20. Investigation conclusions code: d1101. Clarification: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ into the chin (c1) and juvéderm® volift¿ with lidocaine into c6. Patient is believed to have "device has compressed the facial artery within the chin area" possible a vascular occlusion. Cap refill was slower and some paleness noted near the lower lip. Patient was treated with a total of 5 vials of hyaluronidase over 3 visits. Event has resolved a little over two weeks after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00101 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.